Event description:
It was reported that the patient, who had a history of chf, was found dead. The exact cause of death was noted to be undetermined, but cardiac. The patient had a carelink transmission after the first episode of device-defined vf (3 shocks). Unable to determine if true vf or if related to model 6949 lead failure. Additional information was received reporting abnormal egms; question if true vf or not. Atrial egm was non-existent, with minimal sensing; patient had a history of af. Review of save-to-disk data noted there were no atrial egm deflections and an impedance increase on the rv (right ventricular) and svc (superior vena cava) coils, as well as an increase in pacing lead impedances for atrial, rv, and lv (left ventricular) on the reported date of death. The patient also had multiple vf episodes on that day. Vf episodes show short intervals, with a correlating first short interval count date, at the time of the vf episodes. Lead impedances were noted to have been normal until the day before the patient's death. Information continued in narrative. It was reported that the pt, who had a history of chf, was found dead. The exact cause of death was noted to be undetermined, but cardiac. The pt had a carelink transmission after the first episode of device-defined vf (3 shocks). Unable to determine if true vf or if related to model 6949 lead failure. Addt'l info was received through tech serv reporting abnormal egms. ? If true vf or not. Atrial egm was non-existent with minimal sensing; pt had a history of af. Review of save-to-disk data noted there were no atrial egm deflections and an impedance increase on the rv and svc coils, as well as an increase in pacing lead impedances for atrial, rv, and lv, on the reported date of death. The pt also had multiple vf episodes on that day. Vf episodes show short intervals, with a correlating first short interval count date, at the time of vf episodes. Lead impedances were noted to have been normal until the day before the pt's death

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event description: a pathology report was subsequently received reporting the patient had multiple medical problems. Circumstances surrounding the patient's death indicate that he was found in the bathroom, by a visiting nurse, partially slumped over the bathtub. Early decomposition was present. Review of pacemaker data showed that the patient died three days prior. The pacemaker did appear to perform properly when an arrhythmia developed, probably replaced by a vasovagal response; however, the stimulation failed to permanently restore the heart to a normal rhythm. Evaluation summary: no anomalies found; full lead returned. No anomalies found; full lead in segments returned. No anomalies were found. Other: it was reported that the patient, who had a history of chf, was found dead. The exact cause of death was noted to be undetermined, but cardiac. The patient had a carelink transmission after the first episode of device-defined vf (3 shocks). Unable to determine if true vf or if related to model 6949 lead failure. Additional information was received reporting abnormal egms; question if true vf or not. Atrial egm was non-existent, with minimal sensing; patient had a history of af. Review of save-to-disk data noted there were no atrial egm deflections and an impedance increase on the rv (right ventricular) and svc (superior vena cava) coils, as well as an increase in pacing lead impedances for atrial, rv, and lv (left ventricular) on the reported date of death. The patient also had multiple vf episodes on that day. Vf episodes show short intervals, with a correlating first short interval count date, at the time of the vf episodes. Lead impedances were noted to have been normal until the day before the patient's death. Information continued in narrative. It was reported that the pt, who had a history of chf, was found dead. The exact cause of death was noted to be undetermined, but cardiac. The pt had a carelink transmission after the first episode of device-defined vf (3 shocks). Unable to determine if true vf or if related to model 6949 lead failure. Addt'l info was received through tech serv reporting abnormal egms. ? If true vf or not. Atrial egm was non-existent with minimal sensing; pt had a history of af. Review of save-to-disk data noted there were no atrial egm deflections and an impedance increase on the rv and svc coils, as well as an increase in pacing lead impedances for atrial, rv, and lv, on the reported date of death. The pt also had multiple vf episodes on that day. Vf episodes show short intervals, with a correlating first short interval count date, at the time of vf episodes. Lead impedances were noted to have been normal until the day before the pt's death. Device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated.